Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, an opening on radius, and crease fold. A microscopic analysis was performed which identified, a crease sharp opening on radius and stress marks. Based on the device analysis, the final assessment is: a crease sharp opening on radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, e.1, h.6.

Event description:
Device was explanted.